Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -13.5/+2.5/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On the same date in a separate surgery the lens was exchanged with a same size different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly a horizontally implanted lens was replaced with a vertically implanted one.

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Manufacturer narrative:
Product evaluation: "h3- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on lens. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications." Corrected data: h6- investigation type 4110: lens work order search- no similar complaints reported for units within the same lot. Claim: (B)(4).